Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported that when the physician attempted to insert the impella the patient had continuous electrocardiogram changes. The physician could not find a quiet spot for the impella, and the patients pressures dropped while attempting to place the impella. The physician decided to abort implanting the impella and placed a balloon pump instead.